Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. The current blood glucose level is 600 mg/dl. The customer was reported other blood glucose values such as over 600 mg/dl, 497 mg/dl. The customer was treated for high blood glucose with shots. The customer was experienced symptoms of high blood glucose level such as dry mouth. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer was alleging insulin pump had under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.